Event description:
The reporter indicated that at implant, no pacing spikes were observed after connecting the lead to the device.

Manufacturer narrative:
Summary analysis: the device was subjected to electrical/mechanical function testing, environmental stress testing, and connector dimensional analysis. Normal pacer operation was observed. The unit is operating within new pacer specifications.